Event description:
Healthcare professional through regulatory agency reported "intracapsular rupture", "silicone perspiration", "color change" and "capsular contracture stage 1" through ansm. This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.